Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4). During pre-repair assessment performed by technician, it was noticed that the mechanics of the pump were not functioning properly due to normal wear. The device was replaced and returned to the customer.

Event description:
Customer reported that the device generated immense heat very quickly at the angled drive coupling, and bearings in the angled attachment are worn. This is 1 of 1 report for (B)(4).